Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.